Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was leaking and unknown substance. The patient was under anesthesia when the malfunction was discovered. The surgical procedure was cancelled at that time. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The reported particle release was confirmed by a manufacturer service technician during device evaluation. Upon inspection, a buildup of debris was visually confirmed on the driveshaft and on the front collar. There were no component failures found during evaulation. The presence of debris inside the device would have caused or contributed to the reported event, which was most likely due to improper cleaning and sterilization practices at the account site, but this was not directly able to be confirmed. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was leaking an unknown substance. The patient was under anesthesia when the malfunction was discovered, but the procedure had not yet begun. The surgical procedure was cancelled at that time. No further information has been provided by the user facility.